Manufacturer narrative:
System: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 5, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the system was determined to not have contributed to the reported event. Handpiece: the handpiece was examined and the reported issue was replicated. However, the handpiece was not provided for examination. The handpiece was not returned for evaluation. Therefore, the root cause of the reported event cannot be determined conclusively with the information obtained. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had poor or no phacoemulsification. Additional information has been requested but not received.